Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) for evaluation. The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, unspecified bacteria (6 cfu/channel) were detected from the instrument channel of subject device and unspecified bacteria (5 cfu/channel) were detected from the air/water channel of subject device. The test result cleared the german guideline. (B)(4) detected the instrument channel of the subject device was cut, during the evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test on (B)(6) 2018 by the facility, the air/water channel of the subject device tested positive for micrococcus species and unspecified bacteria (>300 cfu/20 ml). It was also informed that the instrument channel of the subject device tested positive for micrococcus species(28 cfu/20 ml) in the additional surveillance test on (B)(6). The subject device had been disinfected using an olympus automated endoscope reprocessor model etd4 (not available in the u.s.) With glutaraldehyde. The subject device was manufactured after an elevator mechanism design change in january 2016. There was no report of infection associated with this report.